Event description:
During hospitalization the patient suffered pain behind the eye with sudden onset of left hemiplegia and decreased loc. The patient was transferred for a CT scan and an intracerebral bleed was noted. Subsequently the patient experienced a mi and arrested and was placed on a ventilator; however, they died.